Manufacturer narrative:
The device was manufactured before UDI implementation, no UDI number is available. Investigation is ongoing, further information will be available in the next expected report.

Event description:
It was claimed that the bed was randomly going down when raising. There was no indication regarding the patient involvement. No injury was claimed. The arjo representative found that the bed was lowering after the button responsible for the up movement of the bed platform was released, and the bed immediately went down. The evaluation at the service center found that the up/down button is defective on the right body safety side. It was found that the button was stuck. The engineer replaced the control panel on side panel with the harvested part.

Manufacturer narrative:
The faulty part was scrapped. However, the review of complaints and post market surveillance data suggest that the issue might have happened from impact or frequent use. The instructions for use for citadel bed (IFU, 830.213-en rev.14) includes the following information: ¿check that the patient controls, caregiver controls and attendant control panels operate correctly ¿ weekly¿. IFU also contains information about error code e300 - "control button is depressed for more then 90 seconds". If removing pressure from control buttons doesn't clear the code, arjo approved service agent should be called. In summary, the review of complaints and device inspection results indicate that the control panel button failure (stuck button) found during inspection might have led to the observed unexpected bed movement. Based on the investigation findings, the component failure caused by normal wear or due to the impact cannot be ruled out. To sum up, arjo device failed to meet its specification since the bed moved down on its own, without anyone touching the buttons. The device was not used for the patient treatment when the issue occurred. This complaint was assessed as reportable due to allegation of unintended movement of the bed.